Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic upon developing a hematoma at the implantable cardioverter defibrillator implant site. The pocket was evacuated and the device was re-implanted on (B)(6) 2021. The patient was stable.